Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient was not fully conscious and was not talking properly and an ambulance was called. When waiting for the paramedics the patient´s son tried to give him some honey but was not able to do this. When the ambulance arrived a fingerstick was taken and the cgm was reading 3.7 mmol/l and the blood glucose reading was 1.9 mmol/l. The patient was treated with intravenous glucose treatment and the paramedics stayed with the patient until the blood glucose reading was 5.0 mmol/l. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.